Event description:
It was reported that the patient had an episode of supra ventricular tachycardia (svt) atrioventricular nodal reentry tachycardia (avnrt) which had some far field r-wave (ffrw) oversensing. The physician increased the patient's medication for the avnrt. The right atrial (ra) lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558 lead, implanted: (B)(6) 2011; 419688 lead, implanted: (B)(6) 2011. (B)(4).